Event description:
Customer activated a pod on (B)(6) 2012 at 7:27pm. Her blood glucose (bg) was 180 mg/dl; she bolused 4 units. Customer stated the 'pod did not double beep when it was activated." At 10:00 pm, her bg was 300 mg/dl, so she bolused 5 units. The pod was deactivated the next morning at 6:04 am when her bg read 425 mg/dl. The customer also reported there was a bend in the cannula. We do not expect the pod to be returned for eval.

Manufacturer narrative:
The pod was not returned for eval. We are unable to assess product condition to determine what may have caused or contributed to the user's hyperglycemia. Product lot qualification records were reviewed and found to have met all acceptance criteria. The omnipod's user guide instructs "after you fill the pod, it will keep twice. After you hear the beeps, press next. The pod will only beep if you have filled it with at least 85 units of insulin. If you have filled the pod with more than 85 units and still do not hear the 2 beeps, call customer care, (B)(6)." The user guide warns, "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result."